Manufacturer narrative:
Continuation of d10: product ID 97755 serial#(B)(6). Product type recharger patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) ) found a recharge antenna failure and the device was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that the controller has been giving the code ¿system problem rm04¿ and continues to give problems. Patient stated seeing system problem rm04 please call medtronic on dates of oct 09, oct 06, nov 16, nov 27 and dec 01. The patient reported that she always does a reset and putting battery back in seems to be ok and now it is not even doing anything after this. The patient reported that when charging into the wall the controller is not even charging and will flash that its charging. The patient reported that she was charging the ins and turned off ins to charge faster and in 1.5 hours only went to 40%. The patient reported that when rtm is left over implant it feels hot and the site is painful after removing the rtm. The patient reported that another time it displayed software problem 1) intellis 2) 3.0 3) 45 4) qte arm. The patient stated that she keeps stim up high and has to charge in the am and at night so charges often. The patient reported that because she is trying to charge for so long she has noticed that the recharger (rtm) circular part does get hot. The patient thinks it is because she is trying to charge for so long. It was reported that the screen sometimes gets so bright it is like a flashlight. Patient stated that the screen will stop only if she resets the controller. Patient stated that this occurs when screen says ¿finished¿ however the ins is not, so when checking and goes to restart, the screen goes white and has to wait 10 min to get this working again.